Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is one unknown prodisc-c implant. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to address an unknown prodisc-c implanted at levels c6-c7 that had migrated forward. The patient had initially been implanted with the prodisc-c on (B)(6) 2015. An x-ray taken on (B)(6) 2015 revealed there had been interval anterior migration of the intervertebral disc artificial graft (prodisc-c) at the c6-7 level, with the graft protruding approximately 2 mm beyond the anterior margin of the c7 interbody wall and to a lesser extent at c6. Degenerative changes at levels c5-6 were noted. A catscan (CT) taken on (B)(6) 2016 revealed the following findings: there is straightening of the cervical lordosis and the cervical spine is slightly angled towards the left. There are degenerative changes of the atlantoaxial joint space. C2-3: there are mild facet hypertrophic changes and left foramen stenosis. C3-4: there is dorsal osteophytic ridge more prominent in the ventrolateral region on the right. There are hypertrophic changes more prominent on the right with severe right and moderate left foramen stenosis. There is mild narrowing of the anterior canal, more prominent in the ventrolateral region on the right. C4-5: there are hypertrophic changes with mild narrowing of the anterior canal and severe right and slightly less left foramen stenosis. C5-6: there is moderate disc space narrowing. There is dorsal spondylosis and mild narrowing of the anterior canal, greater on the left. There are hypertrophic changes with severe left and moderate right foramen stenosis. C6-7: there is an artificial disc with artifacts obscuring detail. There are hypertrophic changes with severe left and moderate right foramen stenosis. There is anterior indentation of the ventrolateral subarachnoid space from spondylosis on the left greater than right. C7-t1: there is disc space narrowing. There are hypertrophic changes with mild left foramen stenosis. During the revision surgery, the prodisc-c was removed and the patient was fused with an unknown plate and four screws. There was no reported delay in surgery and patient's postoperative outcome was fine. It was further reported that the patient was involved in a minor car accident four days after initial implant surgery. The patient's car was hit from behind by a car going about ten miles per hour. This report is one unknown prodisc-c implant. This is report 1 of 1 for (B)(4).